Manufacturer narrative:
Alleged failure: just ordered a new crossfire and it was defective out of the box with a burning smell coming from the console while not firing the rf device. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.